Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 400 (mg/dl). Reportedly, customer contacted their health care provider (hcp) who recommended that the customer revert to insulin injections for diabetes management. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that they had a future appointment with their hcp to discuss diabetes management.